Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan alleging that the meter was missing from the meter kit. Replacement products were sent to the patient.